Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving multiple inappropriate therapies for svt. Review of the episodes revealed what appeared to be vt/vf episodes. Programming changes were recommended. Further actions will be discussed with the physician.